Manufacturer narrative:
Updated section a2 (age at time of the event), a3a(sex), a4(weight), h6(component code), h6(type of investigation), h6(investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on available information, and since no product sample nor objective evidence was provided for investigation, a definite root cause is unable to be determined. There are manufacturing controls to avoid potential causes related to the reported malfunction. Corrected data: corrected section d3(manufacturer), g1(establishment name).

Event description:
As reported, during use in a patient in the cardiac ICU (intensive care unit), when handling the manifold of this volumeview sensor, it broke into two pieces (complaint (B)(4)). The device was replaced by a new one and, after two days of use, the manifold also broke into two pieces (complaint (B)(4)). A third device was used. The blood loss was minimal. There was no allegation of patient injury. The devices were not available for evaluation since they were discarded; however, an image of the device involved in the complaint (B)(4) was available.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product is available to be returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.